Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had white spots on the tubes. This was discovered before use. The following information was provided by the initial reporter: complaint from private clinic. The user complained that white spots were found on the tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for white spots found on the tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and a slightly coarser than normal spray pattern on the tube wall was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had white spots on the tubes. This was discovered before use. The following information was provided by the initial reporter: complaint from private clinic. The user complained that white spots were found on the tube.